Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep. The instrument jammed. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b6,7,d10,e1,2,3-information not provided by affiliate. H4; d5,6-information not available. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staples to jam between the holder and the back of the anvil. The instrument was returned with a formed and a partially formed staple jammed in the cartridge nose, which were removed, and the instrument was cycled and fired the remaining 21 staples without incident. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.